Event description:
Philips received a complaint on the dfm100 device indicating that there was a hardware failure. There was no patient involvement. The bench evaluated the device and determined that there was a problem with the device due to malfunction of the therapy capacitor. The therapy capacitor was replaced. Functional and safety tests were carried out with positive results and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.